Event description:
Additional information received reported the implantable neurostimulator (ins) was overdischarged. Patient dissatisfaction with stimulation was the primary reason for overdischarge, as she had felt a shocking sensation with stimulation on following a fall. The patient had also fallen a couple of times since the ins had been in an overdischarged state. The patient last felt stimulation in october or november 2011. The last recharging session was 2 to 6 months prior to report. The patient was at the physician's office for rf treatment. There was no communication between the ins and the clinician programmer. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a shocking or jolting sensation when the implantable neurostimulator (ins) was on. The shocking began occurring about 3 weeks ago and occurred at the ins site, but stopped when the ins was turned off. The patient had not been using the device due to the shocking. It was noted that the patient fell at the end of (B)(6) 2011. There was a bump in the middle of the ins and a bump on the left side of the ins as well. The patient also felt pain in her left leg. The physician instructed the patient to disable her device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. Extension: model 3708140, serial# (B)(4), implanted: 8/21/2008, explanted: unk. Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. Programmer: 37743, serial# (B)(4). Recharger: 37752, serial# (B)(4).

Event description:
Additional information received clarified the patient had not charged her implantable neurostimulator since (B)(4) 2011.